Event description:
It was reported that the monopolar curved scissors instrument was bad. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The instrument was exchanged with a new scissor of the same type, and the procedure was completed without adverse event to patient. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Failure analysis investigation found the following: the instrument's tube extension was broken. The tube extension had a piece completely broken off and it did not come back with the instrument, the broken piece measuring approximately .151'x .233. The tube extension was broken off at one of the axial keys towards the distal clevis. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The instrument's tube extension pad printing was removed. The tube had various scratches with light material missing. Failure analysis concluded that the pad printing removal was due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event. In a fragment-causing failure (such as a cable failure, a broken tube extension etc.) For the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the missing pad printing material, which was found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure mode were to recur.